Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was over 600 mg/dl. Troubleshooting was performed. Customer was hospitalized due to diabetes ketoacidosis and high blood glucose levels on (B)(6) 2018 at 10:30 am. Customer's blood glucose level was 472 mg/dl during hospitalization. Customer experienced nausea, vomiting and treated their high blood glucose levels via insulin pump, manual injections and insulin drip. Customer was wearing the insulin pump at the time of hospitalization. Customer performed and passed the high pressure test. The insulin pump will not be returned for analysis.